Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) while attempting to unload the patient using the down button on the gantry panel, the patient support continued to move down even when the button was released by the operator. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse determined that the down button on the gantry control panel had failed and replaced the gantry control panel to resolve the issue. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips fse to the site. The fse arrived on site and evaluated the system. The fse determined that the down button on the left gantry control panel was stuck due to contrast, dust and blood congealing under the button, and replaced the left gantry control panel to resolve the issue. After the service, there have been no further recurrences of the event at the site. The fse provided the log files/bug reports and defective parts for engineering analysis. If a gantry control button fails and the couch would drive down after releasing the down button on the gantry control panel, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Engineering investigated the log files and the defective parts. Engineering could not find a stuck button error in the log files; however, part evaluation determined that the buttons of the gantry panel were not broken and there was no mechanical misalignment of the buttons in the panel housing. There is a lot of dust found on the side of buttons, which indicates long time use (wear) and dust could be the root causes for stuck button errors. Engineering documented their evaluation. The following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions: in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited the fse replaced the left gantry panel to resolve the issue. The button was stuck engaged due to dust and debris.

Event description:
The customer reported that when utilizing the gantry control panel for moving the couch down and releasing the button the couch kept moving down. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse determined that the down button on the gantry control panel had failed and replaced the gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation.